Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the prosthetic screw fractured. The fractured portion could not be removed from the implant and implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative. One osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation .visual evaluation of the as returned product identified significant signs of wear from use about the implant threads, and the drive feature is noted to contain the reported screw, which is fractured and flush to the collar. The fractured screw is too badly damaged to disengage from the implant drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth 23 (fdi) and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management. System (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction has occurred. The screw cannot be disengaged from the implant drive feature. The reported event was confirmed.

Event description:
No further event information is available at the time of this report.